Event description:
It was reported that after inserting the injector into the incision advancing of the lens was difficult. One haptic was partially stuck in the eye and broke. The doctor enlarged the incision and removed the lens and inserter. The backup lens was implanted with no problem. Sutures were used. Reference MDR # 1313525-2015-00017 for the lens used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.